Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). Following thrombus aspiration, a 2.50 x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed and the device was advanced again, however, it got stuck with the guide wire inside the guide catheter. The devices were removed and the procedure was completed with another of the same device. No patient complications were reported.